Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed stylet is confirmed, but the root cause could not be determined. One photograph of a stylet attached to its t-lock assembly was returned for evaluation. An initial visual observation of the photograph showed someone holding a t-lock assembly and stylet in their hands. It was observed that the stylet appeared kinked just proximal of the septum, and the coil wire appeared to be unraveled from the core wire just proximal of the septum. No obvious use residues could be seen in the returned photograph. While the stylet was observed to have unraveled coils in the returned photograph, no details of the damage could be discerned. Because no details of the damage could be identified, the root cause of this failure is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, power PICC catheters are found to be difficult to feed during the use of guidewire withdrawing, which affects the use of catheters additional information received 2/25/2025: 2 events occurred on 2 patients on the same day. Another PICC kit was not opened to complete the procedure but is reported have had an impact on catheterization. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.